Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5536b400 tritanium bplate triathlon s4, lot ctd37846. 5517f402 triathlon p/a cr beaded #4r, lot h7h7b. 5552-l-320 tritanium patella-asymmetric, lot ke13. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Update 20/october/2020 wg: spoke to rep. Surgeon suspected the patient was infected and took cultures in late (B)(6) 2020 (surgeon did not 'scope' the knee as originally noted). Infection was confirmed and the knee was revised. Rep re-confirmed no further information will be released. Dr. Performed an I&d with tibial insert exchange on a right triathlon knee. Original dos was (B)(6) 2019 with mako. Surgeon noted he scoped the patient's knee about 3 weeks ago, so thinks it's possible that is what the infection was developed from.